Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5.1 continued to fail despite multiple recovery attempts and system reboots. The entire drawer reported failures across all cubies, displaying a "device not detected on bus" error message. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6)was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the entire drawer cubies failed with a device not detected on bus error despite reboot and recovery attempts. A field service engineer reseated the pyxisbus cable to the t-board and verified no faults after testing. The system functioned as intended after the field service engineer repaired the device.